Manufacturer narrative:
The unit involved was discarded by hosp staff. This is an isolated incident. Review of the complaint history reveals no other reports have been rec'd for this product code for the reported issue.

Event description:
Report rec'd on medwatch form. Customer states "heparin infusion started as ordered. Several hrs later, the pump alarmed "air". Nurse removed tubing to clear air and was interrupted to care for pt in another room. The nurse found the clamp was off and the heparin bag nearly empty when they returned to the pt. Physician notified, heparin and integrillin discontinued. Increased monitoring of pt." No injury or medical intervention was required.